Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision single-chamber washer/disinfector and found that the door to the unit was not closing properly and the user facility's drain connected to the door drip tray contained debris. Upon investigation the technician found that the pneumatic cylinder mechanism was leaking air which prevented proper closure of the door and allowed for water to accumulate in the door drip tray. The debris in the drain prevented proper drainage from the door drip tray resulting in the reported leak. To resolve the issue, the technician replaced the pneumatic cylinder mechanism to the door of the unit and ensured the user facility removed the debris from the drain. The unit was tested, confirmed to be operating according to specification, and returned to service. The reliance vision single-chamber washer/disinfector operator manual states, "to prevent slips, keep floors dry. Promptly clean up any spills or drippage. For spills or drippage of detergents or other chemicals, follow safety precautions and handling procedures set forth on detergent or chemical label and/or safety data sheet (sds)." The technician counseled user facility personnel on the proper use and operation to the reliance vision single-chamber washer/disinfector, specifically, ensuring that the facility drain is free of debris during a cycle. The unit was manufactured in 2015 making it approximately 11 years old at the time of the event. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported an employee slipped and fell on water leaking from their reliance vision single-chamber washer/disinfector. The employee received x-rays following the event which confirmed there were no fractures and no further medical treatment was required.